Event description:
Approximately 2 months after the fixator was applied for a tibia shaft fracture, it was removed as previously schedule for a bone graft procedure. The same fixator was reapplied and it was subsequently noted one of the wire carriage bolts was broken. The bolt was replaced without injury to the patient.